Event description:
The user facility reported a patient admitted in with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. Following insertion, a yellow "impella defective" alarm was triggered. The impella 5.0 was removed and replaced with an impella 5.5. The patient expired after the insertion of the impella 5.5. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation into the impella has been completed. No product was returned. Per the data log analysis show the 5.0 is initially connected to the aic and the raw placement signal is below 0 and out of range, however the signal is not completely out. This results in a ps unreliable alarm. The pump is then disconnected and reconnected, likely to try to fix the ps unreliable alarm. This results in an impella defective alarm. This is likely due to an issue with the differential pressure sensor, as the circuit for the differential pressure sensor and the electrically erasable programmable read-only memory share the same power. Without returned product, the exact root cause of the differential pressure sensor issue and unreliable alarm could not be determined. This report is being filed as part of a retrospective review of historical records.